Event description:
It was reported that the patient was admitted for leukocytosis in the setting of driveline drainage. There was suspicion for infection at the left ventricular assist device (lvad) proximal to mid-driveline, pump pocket, and at the inflow cannula. Sepsis was noted on admission and the patient had elevated procalcitonin and c-reactive protein (crp). Labs confirmed corynebacterium striatum at the driveline. A heparin drip was started and coumadin (warfarin) was held. Infectious disease (ID) and cardiothoracic surgery consults were requested, and the patient was started on intravenous vancomycin and cefepime. The patient continued vancomycin until (B)(6) 2022 then started on oral minocycline.

Manufacturer narrative:
Event date is estimated and has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Section d6b: explant date was inadvertently reported in initial report and is not applicable for this event. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.